Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported impedance measurements were taken during a procedure and the results were on the right side: c0, c1, c2 were all >40k; c/3 38068, 0/1 3181, 0/2 4767, 0/3 5994, 1/2 3284, 1/3 4767 and 2/3 4039 ohms. Therapy impedance read high. The patient was getting therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.